Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a large volume pump module was involved in an alleged over infusion of saline d5 of a two-year-old patient that was admitted for dehydration. The intended rate of infusion was 175ml/hr and a bag volume of 250ml. The patient experienced irritation but the customer specified that there was no patient harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2026-03177 is a concomitant. Please refer to manufacturer report number 2016493-2026-03176, which captured the correct suspect device per investigation report.

Event description:
It was reported that a large volume pump module was involved in an alleged over infusion of saline d5 of a two-year-old patient that was admitted for dehydration. The intended rate of infusion was 175ml/hr and had a bag volume of 250ml. The patient experienced irritation but the customer specified that there was no patient harm. The customer later qualified on 19 january 2026 that the large volume pump module with serial number (B)(6) was not associated with this patient event.